Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer stated that there was no hardware issues found. The fse identified database optimization software issue and fixed to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that during a surgery there was a delayed response to touching of screen and times out when pulling medications causing a delay in dispensing medication to the patient. The customer mentioned that about 1 month ago a drawer was replaced. There were no adverse events or injuries reported based on this event.